Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was found bx channel leaking, ppastic distal end cover cracked, and the distal sheath adhesive. It was also noted the forceps channel has internal tear marks and is leaking, and a loose scope connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end of the device was cracked and bending section cover or distal sheath cut. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 14-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the IFU and may have helped prevent the event: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur." "To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device.